Event description:
Event description guidant received information that, during an attempted implant, the tip of the atrial lead 4480 sn468644 was tangled near a valve. It was then cut and removed during the implant procedure. Another atrial lead model 4480 sn464449 was implanted. Two days later it had dislodged. The patient had a 'heat condition' during the stay in the hospital.